Event description:
Customer reported that the actual shape of the multileaf collimator (mlc) on the anterior field was correct but on the treatment console the shape under the mlc is incorrect. Even though the mlcs were highlighted in orange (indicating the shape of the mlc is incorrect) on the treatment console, the system allowed customer to switch the beam on and tret the patient. A radiographer turned the machine of after 5 mu once she noticed this variation. There was no mistreatment since the leaves were in the correct shape per the customer. Although in this instance the mlc shape was correct according to the customer, it cannot be ruled out that if this were to occur again, the mlc shape could be incorrect and still allow the customer to beam on. If the raiation therapist did not notice that the leaves were showing orange on screen, and the leaves were actually in the wrong position, but continued with treatment mistreatment. Treating with a with a wrong mlc shape could lead to a critical structure that would not otherwise receive radiation being exposed.